Event description:
It was reported that the 8800 system experienced a generator failure (error code displayed). No patient injury was reported.

Manufacturer narrative:
A service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the monoblock and control board. Monoblock, cable assembly, touch screen and control panel were replaced. Service was performed over two service dates. Identified components were replaced. The system was tested and found to be working as intended. System was placed back into service.